Manufacturer narrative:
Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 123394019. Model/catalog description: pump. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 125947017. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #:(B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. As a result, the device was explanted and replaced. No additional information was provided.